Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that a left ventricular lead implantation was attempted, but not successful because of a "kinked wire in tip". The lead was removed. It was further reported that the patient was implanted with an epicardial lead the following day. No patient complications were reported as a result of this event.